Event description:
During insertion of an aml stem, the inside sterile packaging was found with a hole in the plastic portion. The implant was soaked in antibiotic saline and implanted.

Manufacturer narrative:
Examination was not possible, as neither the device or packaging materials were returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for dist. There is no evidence that the item was distributed from the depuy facility with compromised packaging. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.